Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer realized that blood glucose values were high, about 20 mmol/l, realized that there had been no plastic protection or guiding needle. Customer said cannula had not been in body but between adhesive and skin. No adverse event alleged. A request was made for the return of the device.